Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault and lens opacity. In a separate visit the lens was explanted. The problem was not resolved. Cause of the event was reported as unknown. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture and residue/debris on product. Visual inspection found no visible damage but foreign material on lens surface (fibre). Dimensional inspection found the lens to be within specifications. Claim# (B)(4).